Event description:
It was reported that a cartridge alarm 05 occurred with multiple cartridges. Reportedly, the customer had followed the prompts during the load sequence. Subsequently, a cartridge alarm 06 occurred. Reportedly, the customer was not outside of the allowable operating altitude range at the time of this alarm. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer successfully loaded a new cartridge to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.